Event description:
Pt presented after fall to repair incisional ventral hernia. Davol bard ref#(B)(4), lot#43aqd354, composix e/x mesh was implanted. Pt discharged shortly thereafter. Within days of release, infection appeared causing open wound surrounding area where mesh was, you could visualize mesh through the gaping hole. On (B)(6) 2006 pt readmitted and surgery to explant infected mesh done same day. Pt released to nursing home for two weeks of extended care (B)(6) 2006. Dr performing surgery, dr (B)(6). Extensive physical deformities as well as internal damage due to mesh and infection. Lifelong pain and suffering.